Event description:
A peritoneal dialysis (pd) nurse reported recurring peritonitis. The following is based on the medical records provided by the patient's treatment facility. The patient had recurring peritonitis over several months. He was treated with levoquin, vancomycin and gentamycin. The catheter exit site was positive for pseudomonas. On (B)(6) 2013, the patient's pd catheter was surgically removed and he continues on hemodialysis.

Manufacturer narrative:
The information was medically reviewed and the evening is being reported as a serious injury, although it is undetermined if there was a reasonable suspected casual relationship between the product(s) and the event. There was no history of specific malfunction or product being out of specifications. Peritonitis is a known risk for peritoneal dialysis, usually caused by a break in the aseptic technique; this is a case of recurrent peritonitis, likely from incompletely treated peritonitis or poor aseptic technique. A supplemental report will be submitted upon completion of the plant's investigation. Related MDR: 8030665-2014-00251.